Event description:
On 4/14/2022, it was reported by a sales representative via email that an ar-6530n cannula broke off in the patient's gleno-humeral joint. This was discovered during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint cannot be confirmed based on the customer provided photos, it appears that all pieces of the cannula are present. The cannula comes notched as shown in the images. Without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.